Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13001. It was reported, the patient had two trial leads implanted. While still in the operating room, the patient developed severe right foot pain. The leads were taped down and the patient stayed in the operating room to see if the pain would subside. The pain did not subside and the doctor decided to remove the trial leads. After the explant, the patient still had pain in his foot. An MRI and x-ray were taken of his foot and both returned normal. The patient has had osteomyelitis in this foot in the past.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.